Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix was bent, the lv1 distal electrode was covered with body tissue/fibrotic growth and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a "potential issue" with the right ventricular (rv) lead connector pin. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.